Event description:
Customer reported the system is displaying snowy images on the left monitor and printer is faulty. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the printer. No mention was made of snowy images on monitor. Ge rep reports system operates as intended. This MDR is related to ge healthcare complaint.